Event description:
The metal pin of the thermal sensor in the t-piece separates and remains on the pin of the connection cable; thus blood withdraws at the t-piece. No damage to the patient; only the materials wear out. Although requested, no additional information has become available.